Event description:
It was reported that the insulin pump alarmed no delivery during the priming procedure. The blood glucose reading was 425 mg/dl. The customer declined troubleshooting for the high blood glucose levels. Advised the customer to run a manual prime and insulin did exit the tubing. The customer states that the insulin pump was working as designed. Advised to disconnect from the tubing and reservoir. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.